Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a superior vena cava (svc) coil warning was triggered for the right ventricular (rv) lead. A lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had triggered lead integrity alerts (lias) for high/undefined pacing impedance, high-rate, non -sustained episodes and increased sensing integrity counter (sic) as well as a lead alert for noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.